Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. A new rv pace/sense lead was implanted. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d334trg implantable cardioverter defibrillator (ICD) 2011 (B)(6); 4195 implantable pacing lead 2011 (B)(6). (B)(4).